Event description:
The patient has been having funny feelings in other places in her back and didn¿t know if it was a lead or something. This has occurred since (B)(6) 2015, every so often to the right middle of the back the patient will get a jolt. The jolt occurs when the patient could be walking, sitting, there was no pattern; it was intermittent. There has been no falls, trauma, or procedures; the patient has a 10lb weight limit. The patient has an appointment setup on (B)(6) 2015 with her doctor to check on this issue and possibly reprogram. It was noted the patient tries not to mess with the adaptivestim (as) feature, she will slightly change the settings if needed but tried to leave it where they have it set up. The patient has been working with a company representative since implant, she doesn¿t see her doctor very often, either nurse or company representative. The doctor would set-up the appointments and then the company representative would be there. The patient has been seen with company representatives 5-6 times during (B)(6) 2014, but hasn¿t seen a company representative since (B)(6) 2014. Additional information has been requested to find out if any intervention or troubleshooting was required and to obtain the outcome of this event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97792, lot# n389494, implanted: (B)(6) 2014, product type: accessory. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).